Event description:
It was reported via a remote transmission that the patient's right atrial (ra) lead exhibited noise. Upon examination, it was noted that there were episodes of inappropriate automatic mode switch (ams) on the pulse generator caused by far r wave oversensing and atrial lead noise at varying amplitudes and timing. The nurse reported that the patient had a neurostimulator. The nurse also noted that therapy would be turned off at a later date as the patient was in a hospice. No programming changes were made at this time. The patient was in stable condition.